Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced migration of device or device component, malposition of device, material deformation and patient device interaction problem. This information was received from one source. This malfunction involved one patient with no consequences. The patient is (B)(6) year old male; weight was not provided.